Manufacturer narrative:
Based on available info, this event is deemed to be a reportable malfunction. No additional pt/event details have been provided to date. Should additional info become available a follow up report will be submitted.

Event description:
It was reported upon receiving and opening the product the customer found 2 pouches "were already drilled." The product was not used on any pts.